Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sick/keep you sick"), bacterial vulvovaginitis ("bacterial vaginitis") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, malaise, bacterial vulvovaginitis and fungal infection outcome was unknown. The reporter considered bacterial vulvovaginitis, fungal infection, malaise and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events medical device removal, yeast infection and bacterial vaginitis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.